Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed three sets of setscrew marks on the terminal pin. Also, blood/body fluid was noted in the helix housing. Testing confirmed that this lead was not electrically continuous. The x-ray showed the distal high voltage conductor was fractured approximately 3.5 cm from terminal pin. Analysis noted this fracture was most likely due to the connection/insertion difficulty with competitor device.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead could not be inserted into the competitor cardiac resynchronization therapy defibrillator (crt-d). The physician managed to insert the rv lead using mineral oil on the connector. Once the rv lead was connected, pacing was not delivered and there were high out of range pacing impedance measurements. As a result, the physician suspected a lead fracture and the rv lead was removed. No adverse patient effects were reported.